Manufacturer narrative:
Concomitant products: carefusion smartsite needle-free 2000e. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an interventional radiologist placed a turbo-ject double lumen power- injectable PICC into the left brachial vein on (B)(6) 2018. The line was used to deliver one time and continuous medications. Thirteen days after placement, (B)(6) 2018, the device was found to be leaking at the purple and white hubs. The device was removed and another line was placed in the right arm with no incident. Both devices were sutured in place, secured with dressing and wrapped with an elbow/wrist immobilizer. As reported, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Corrected information f11 additional information attached files, b5 investigation a review of the complaint history, drawings, dimensional verification, device history record, documentation, instructions for use (IFU), manufacturing instructions, specifications, trends, quality control, and visual inspection of the returned device was conducted during the investigation. The reported used device was returned for evaluation. Visual examination noted the extension tubing was partially separated from the white and purple hubs. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications and adequate inspection controls are in place. Review of the device history record of the finished product shows no related nonconforming events that could contribute to this failure mode. A complaint history search revealed that there were no other reported complaints for this lot number. Based on the information provided, examination of the returned product, and the results of our investigation, a definite root cause could not be determined. Per the [quality engineering] risk assessment, no further action is required. Monitoring will continue to be performed for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
A sus voluntary report, mw5080167, was received on (B)(6) 2018 and reconciled with this case.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Correction: this report is being submitted retrospectively per FDA request. The information in this report was previously submitted on 21nov2018 on a report with an incorrect follow up # 2. Therefore, this report is being submitted as a correction follow up # 1. Investigation a review of the complaint history, drawings, dimensional verification, device history record, documentation, instructions for use (IFU), manufacturing instructions, specifications, trends, quality control, and visual inspection of the returned device was conducted during the investigation. The reported used device was returned for evaluation. Visual examination noted the extension tubing was partially separated from the white and purple hubs. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications and adequate inspection controls are in place. Review of the device history record of the finished product shows no related nonconforming events that could contribute to this failure mode. A complaint history search revealed that there were no other reported complaints for this lot number. Based on the information provided, examination of the returned product, and the results of our investigation, a definite root cause could not be determined. Per the [quality engineering] risk assessment, no further action is required. Monitoring will continue to be performed for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
A sus voluntary report, mw5080167, was received on 25oct2018 and reconciled with this case.